Event description:
It was reported that the patient presented to the clinic with an alert for high voltage lead impedance alert. The svc vector lead impedance was out of range. Programming changes were recommended. There was no adverse consequence to the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).